Manufacturer narrative:
Section a2, a3, a4, a5 and a6: unknown; information not provided. Section d6a: if implanted, give date: unknown; information not provided. Section d6b: if explanted, give date: unknown; information not provided. Section e1: email: unknown; information not provided. Section e1: telephone number: (B)(6). Section h3: other 81: product evaluation was not performed because the product has not been received. If product is received after initial closure, the product investigation (pi) and complaint file (if necessary) may be re-opened to complete the return investigation. The complaint issue reported could not be confirmed. Based on the complaint investigation results, the product was released within specifications. The complaint issue reported could not be confirmed and no product deficiency or product malfunction could be identified. No nonconformity report, documentation or labeling changes, and further escalations are required. Johnson & johnson surgical vision will continue to monitor these types of complaints. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the cartridge of a preloaded tecnis eyhance toric simplicity intraocular lens (iol) was broken at the incision site during the implantation process, which led to unpredictable delivery of the lens and mechanical injury to the patient. The lens was partially inserted, and after careful maneuvers, the surgeon managed to completely implant it. The mechanical injury resulted in pain, inflammation, and discomfort for the patient. Both the surgeon and the patient were dissatisfied with the incident. No user error was reported, and no medical or surgical intervention or additional maneuvers were required. The procedure was successfully completed using the same lens, and the patient is now feeling better. No further information is available.